Manufacturer narrative:
The device was returned for investigation. The manufacturing record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during a product demonstration, the demonstrator was not able to introduce the bypass tube through the hemostatic valve of the 14f ce manta sheath.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: complaint was received via email from teleflex on behalf of a sales representative. It was reported that "during the product demonstration, the bypass tube of the device did not fit into the introducer valve." Associated to: MDR 3010252479-2021-00171 manta, MDR 3010252479-2021-00172 manta, MDR 3010252479-2021-00174 manta, MDR 3010252479-2021-00175 manta, MDR 3010252479-2021-00176 manta.